Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found with a dislodged grip ring. It was installed and tested on an in-house system, where it passed recognition and engagement tests and demonstrated intuitive motion with full range of movement in the pitch direction. However, the grips did not open, likely due to the dislodged grip ring. The grip open lever was nonfunctional, and the grip ring was observed to move freely up and down the grip drive adapter. Additional observations related to the customer-reported complaint: the grip ring screw was found dislodged and attached to a magnet inside the housing. As a result of the dislodged screw, the grip ring became dislodged. During in-house system testing, the instrument exhibited imprecise motion during gripping and ungripping. Although the grip tips moved within joint limits and followed the commanded direction, a noticeable lag or delay was observed, and the jaws failed to close properly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend instrument was not opening properly. There was no reported injury.